Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Hcp reported customer's mother alleges pump is not delivering insulin accurately. Hcp stated customer receives very small doses of insulin, only 10 units per day. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.